Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. The customer's blood glucose level was 400 mg/dl. Reportedly, the pump was dropped. A cartridge change was performed resolving the issue.